Event description:
Patient reported that pump reported blockage. They attempted to reset then the pump just shut off. Patient switched to backup pump. New pump being sent by courier to patient. No other information available. No side effects noted. Dates of use: (B)(6) 2017 to present. Reason for use: pah.